Event description:
It was reported that the patient underwent a revision procedure wherein two leads were added to cover the leg and lower back pain. The patient was doing well postoperatively and the device remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.